Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been turning on and off for about 2 weeks prior to the date of this report. The patient was scheduled to have a replacement on (B)(6) 2014. The patient¿s device was not depleted. Stimulation was turning off. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type; implantable neurostimulator. Product ID: 3389s-40, lot# v234704, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v230720, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40. Serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).